Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 138 mg/dl, 88 mg/dl, 100 mg/dl and 112 mg/dl, but physically appeared to have lower blood sugar. Emergency paramedic intervention was required and the consumer tested 38 mg/dl on their blood glucose meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.